Event description:
It was reported that a female patient underwent a primary breast reconstruction surgery with implantation of a 650cc mentor cpx 4 breast tissue expander. Post-operatively, the patient suffered from inflammation in the right breast. Subsequently, she underwent removal and replacement with a becker tissue expander on (B)(6) 2022. Upon removal of the device, it was noted that the tissue expander had no more fluid in it.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, local reaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 31, 2022, the mentor analysis lab received the suspect medical device for evaluation. On november 04, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, leak testing, and microscopic examination of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned tissue expander. Leak testing was performed and it revealed a tear on the anterior view, measuring approximately less than 0.1 cm. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, a microscopic examination of the returned product indicates that the device could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and to initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative. While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. On november 11, 2022, mentor became aware that the UDI was not populated, however it was available. The field has been appropriately populated. Manufacturer¿s reference number: (B)(4). In the initial, d4 unique identifier( UDI) should have been populated with (B)(4) as the catalog number was available and its corresponding UDI.